Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient attempted a factory reset of the ilet and subsequently experienced prolonged hyperglycemia, did not change the infusion set, announced a meal while remaining elevated, developed vomiting, and was transported to the emergency department where diabetic ketoacidosis was diagnosed and treated; afterward the patient discontinued ilet use and resumed a different insulin pump. Symptoms included hyperglycemia with vomiting, dehydration, weakness, confusion, and inability to ambulate without assistance. Outcomes included emergency treatment with fluids and insulin and hospital admission for diabetic ketoacidosis. Investigation included collection of event details, device use history, alerts, and user actions, along with troubleshooting and education. Investigation of this case revealed hyperglycemia leading to dka following user-initiated device reset and nonadherence to infusion set change guidance, with the device having alerted for high glucose; the specific device malfunction could not be confirmed and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.